Event description:
Customer reports that his device read 224mg/dl while the doctor's device read 92mg/dl. No treatment received. No quality controls wer used. Requested return of suspect device and replacement was sent.